Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were verified through a review of the event history log by the presence of 'air in line!' But it could not be determined if the alarms were true or false. The reported symptom 'air in line alarm' was not reproduced during evaluation. The cause was determined to be a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.